Manufacturer narrative:
Additional information: d4, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Review of the device history record was not possible as the lot number is unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. An echocardiogram was done at the end of the procedure with no anomalies noted. Approximately 16 hours post procedure, when the patient was on ward the patient experienced chest pain and was oligosymptomatic. An echocardiogram was performed which revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.